Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The location of the 90% stenosed lesion is unknown. Upon the first inflation to 8 atms for 30 seconds, the maverick2 balloon catheter 12mm x 2.5mm, ruptured. The device was removed and the procedure was completed with another maverick2 balloon catheter. There were no patient complications or injuries reported. The patient status is listed as 'fine'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)